Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen at 1,200 mcg/day. The reason for use was not reported. It was reported that the patient has elective replacement indicator (eri) of 8 months. The patient reports ¿increased spasms.¿ there were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included a catheter dye study on (B)(6) 2018. The doctor was unable to aspirate from the catheter access port (cap). Interventions/actions that were taken to resolve the issue included the doctor being consulted for possible catheter revision/replacement and pump replacement. Surgical intervention did not occur, it was planned, but unknown if it was scheduled. It was unknown if the issue was resolved at the time of the report. There were no further complications reported/anticipated.